Event description:
After drawing pt's blood, activated safety, pt moving a lot so placed needle on pt's bed to keep pt's hand still and when she went to pick up butterfly to dispose of, needle sticking out top of sheathing punctured palm. Employee states she thought she pulled safety sheath up completely.